Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the implanted screws breaking causing the need for a revision procedure performed on (B)(6) 2017. Evaluation of the returned device by engineering determined that the screws were removed after two years and two months of implantation. The failures appear to be fatigue related. The cause for these failures is not known. Review of manufacturing history records found a large quantity of lot 6186pm were released into distribution on 04/11/2012 with deviations or anomalies. Review of complaint history did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00051 / 00052).

Event description:
During a routine follow-up exam the doctor discovered two (2) broken s-lok screws that had been previously implanted on (B)(6) 2015. Hardware removal case was completed on (B)(6) 2017 where two (2) broken s-lok screws were removed. Doctor did not replace the broken hardware in the patient.